Manufacturer narrative:
H3. Product analysis findings: the echelon 10 catheter was returned within the inner pouch; inside of a biohazard bag and a shipping box. There was no avigo guidewire returned with the catheter as it was discarded. The catheter tip and marker band appeared to be flattened. A tear was found just proximal to the distal marker band. In addition, the catheter body appeared to be kinked at 34.0cm from the hub. The catheter total and usable lengths were found to be within specifications. The catheter was flushed with water and found to be patent. A leak was found at the tear location. The avigo guidewire appeared to be compatible for use with the echelon 10 catheter as it has a labeled od of 0.014". Based on the returned device, the echelon 10 catheter was confirmed to have ¿catheter puncture¿ as a tear was found just proximal to the distal marker band. The catheter tip and marker band were found to be flattened. In addition, the catheter body was also found to be kinked. However, the root cause and the cause for damages could not be determined. There was no conformance to specifications identified that led to the reported issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the avigo guidewire was not returned; any contribution of the guidewire to the catheter puncture issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the guidewire tip was shaped, and the device was hydrated per the IFU. There was no kink or damage found to the guidewire. It was not determined whether the echelon catheter rupture was due to the puncture by the guidewire.

Event description:
Medtronic received information regarding an avigo guidewire that punctured the echelon catheter; it was observed the guidewire exited the catheter before reaching the tip. The patient was undergoing an aneurysm embolization procedure to treat an aneurysm in the anterior cerebral artery. Vessel tortuosity was moderate. It was reported that all device were prepared and the catheter flushed per the instructions for use (IFU). During advancement, the avigo guidewire exited the distal end of the echelon catheter lumen proximal to the marker band and it was determined the catheter was ruptured/broken. There was no friction felt during delivery. There was no other damage observed to the echelon catheter. The echelon catheter was replaced by a competitor's device to continue the procedure. There was no harm or injury to the patient.